Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted in the endovascular treatment of a 65mm aaa. It was reported that during the index procedure, after implant of the bifurcate and limbs ballooning was performed. Following this, a type ia endoleak was observed. Ballooning was performed again and on imaging it was noted the ia endoleak had decreased but was still present. No additional treatment was performed.  Per the physician the cause of the endoleak was a tapered aortic neck with strong calcification.  No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Product analysis conclusion: the reported type ia endoleak could not be assessed on the pre-implant films provided; therefore, the cause of this event can not be determined. The availability of angiograms or post-operative CT¿s could have allowed for a thorough analysis of the stent grafts in vivo configuration and the reported type ia endoleak, but these were not provided. It is likely that the noted anatomy with the tapered aortic neck and severe calcification was a factor in the occurrence of the reported type ia endoleak. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.